Manufacturer narrative:
(B)(4). This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: "high incidence of implantable cardioverter defibrillator malfunctions during radiation therapy: neutrons as a probable cause of soft errors." Europace. January 1 2013;15(1):60-65.

Event description:
A journal article was reviewed that contained information regarding this device. The patient received radiation therapy (rt) for oesophagus carcinoma. The device experienced a reset. Further follow up did not yield any additional relevant information regarding the event. The status of the device is unknown. No patient complications have been reported as a result of this event.